Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and tried to clear it but the insulin pump keypad buttons are not responsive. Customer took out batteries and put them back in but did not clear alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad and but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.